Manufacturer narrative:
No report of patient involvement.the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture is currently unavailable.a ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bellows and pop-off membrane were replaced. The unit was returned to service.

Event description:
The hospital reported the unit leaked; and as a result, was not able to ventilate in volume or pressure mode. There was no report of patient involvement.